Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the clamping lever is broken off. Due to the damage, the return spring and the sleeve fell off the device. The investigation was performed using a digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The hardness test confirmed the pre-set values. The corrosion on the fracture surface is most likely caused by reprocessing. No deviations can be found at the sleeve and the compression spring. Based on the information available as well as a result of the investigation the root cause of the failure is most probably related to an insufficient usage. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). It is reported that the handle broke after first use.